Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer manually entered a 15 unit bolus. Reportedly, the customer accidentally delivered the bolus. There was no reported impact to customer's blood glucose level. Tandem technical support provided additional training in regards to bolus deliveries.